Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run low. The blood glucose dropped as low as 23 mg/dl due to her doctor overdosing her. She treated with glucose tablets. She stated that her doctor was aware of this issue. The insulin pump was not returned or replaced.